Event description:
A falsely elevated ca 19-9 result for a patient was obtained on an advia centaur xp instrument. The discordant result was reported to the physician and questioned. The sample was repeated on the same instrument giving the same result (>700 u/ml). The sample was repeated via an alternate method with the result of 19.68 u/ml, and was reported to the physician, who accepted the result. Additionally, the sample was treated with polyethylene glycol (peg) 6000 and reprocessed on the initial instrument, with a result lower than the alternate method. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19-9 results.

Manufacturer narrative:
An outside the united states (ous) customer called the siemens customer care center (ccc) to report falsely elevated ca 19-9 results for a patient were generated on an advia centaur xp analyzer. The quality controls (qc) were acceptable when the customer started running patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19-9 result. The patient has type 2 diabetes but there is no indication of a cancer diagnosis. The customer was not able to provide a list of medications/supplements the patient was taking. The sample cannot be sent to siemens healthineers for evaluation due to china customs. Treatment of the sample with peg may have precipitated antibodies that were interfering with the advia centaur xp ca 19-9 assay. As stated in the limitations section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU) "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays." The expected values section of the advia centaur xp/xpt ca 19-9 IFU indicates "3.7% of samples from normal patients recovered >37 u/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the advia centaur xp/xpt ca 19-9 IFU: " the assay is not supposed to be used as a screening test or for diagnosis. Elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." The cause of the discrepant results seen by the customer with this one sample when using advia centaur xp ca 19-9 kit lot 493 could not be determined but pre-analytical factors, a sample issue, or normal assay performance cannot be ruled out. Based on the investigation, no product problem was identified. The device is performing according to specifications. The customer is operational. No further evaluation of this device is required.